Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump was received with motor error alarm during occlusion test and unable to prime during prime test, due to faulty force sensor. Motor passed motor test. No prime error alarm noted during testing. Insulin pump was missing end cap sticker, missing end cap sticker, minor scratches on lcd window and cracked reservoir tube lip.

Event description:
No blood glucose levels reported. The customer reported a compromised force sensor system error from the insulin pump. No additional information was provided.